Manufacturer narrative:
E1 initial reporter address(B)(6). H3, h6: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, which found a damaged downstream occlusion (dso) seal. The dso seal was replaced.

Event description:
It was reported that the device beeped as empty but had not infused any medication. There was reported patient involvement, and it was also reported that the patient suffered pain.